Event description:
The customer reported a max output on hlf was over the 20 r/min limit.

Manufacturer narrative:
The service rep adjusted max dose output on normal fluoro from 9.66 r/min to 8.75 r/min and on hlf mode from 19.58 r/min to 17.55 r/min. System functions as intended, case closed.